Manufacturer narrative:
The customer rejected a replacement and the transducer remains at the site. Since the device was not returned, no additional failure analysis could be performed.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing deteriorated image quality. There was no injury associated with this event.